Event description:
During a device explant procedure, it was noted that the device was in backup vvi mode. The device was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The device was received in back up mode with battery voltage above the elective replacement indicator (eri). The device entered backup mode due to an unexpected error detected by the product code. The cause of the error could not be determined. Analysis performed after reloading product code indicated that the device exhibited normal device characteristics with no anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.